Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant, the implantable cardiac monitor (icm) spontaneously explanted. The icm I s no longer in use. No patient complications have been reported as a result of this event.